Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing yeast infection was irritated under the lifevest equipment. Patient described the area as irritated under the neck and breast area, as well as pressure marks under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient¿s physician advised temporarily removing the device to allow the area to heal. Follow up indicated that the skin irritation improved.